Manufacturer narrative:
(B)(4). Foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 001825034-2020-02147.

Event description:
It was reported that approximately 3 months post implantation the patient underwent a revision procedure due to the sound of grinding of the hip, pain, and limited range of motion. No further event information available at the time of this report.

Event description:
It was reported the patient underwent a primary right tha. Subsequently the patient reported grinding, pain and limited rom with mobility. Revision of right tha head/dual mobility bearing was later performed. Surgeon noted, metallosis stained tissue, subluxation occurring, with noted wear and deformity of implant. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.